Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the faulty downstream occlusion sensor and latch lock sensor were the root causes. The sensors were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the blockage alarm was ringing frequently, and the cassette was not being recognized. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.